Event description:
Event was reported to caldera medical by an attorney. The patient has suffered recurrence of stress urinary incontinence, painful sexual intercourse, vaginal bleeding, chronic vaginal pain, and recurring infections. No further information has been provided.